Manufacturer narrative:
E1: initial reporter facility name: (B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported prior to using bd vacutainer® buffered sodium citrate 0.3ml - 0.109m, two (2) tubes were missing a label. No adverse impact was reported regarding the patient or user.

Event description:
It was reported prior to using bd vacutainer® buffered sodium citrate 0.3ml - 0.109m, two (2) tubes were missing a label. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes h.3 device eval by manufacturer? Yes d9: returned to manufacturer on: 26-sep-2025 investigation summary bd received one photograph and two samples for investigation which indicated missing tube labels. Evaluation of the 100 retained samples identified no further examples of missing labels. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: missing label. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.